Event description:
Procedure type: stress urinary incontinence. According to the reporter: the pt has experienced mesh erosion, vaginal bleeding and recurrence of urinary incontinence. On (B)(6) 2009, the pt underwent surgery for excision of the anterior ivs tape due to erosion.

Manufacturer narrative:
(B)(4).